Event description:
According to the reporter, the patient had been receiving hemodialysis treatment in the hospital for a long time due to renal failure. On (B)(6) 2024, the central venous catheter kit was used to perform catheterization for the patient for hemodialysis. When the patient was used with the machine at 8:25 on the day of the event, blood oozing was found at the patient's venous catheter adapter. Immediately reported to the head nurse and informed the director, who removed the venous end and found the crack. After replacing it with the venous end adapter of the dialysis catheter with a tunnel polyester sleeve, it could be used normally. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.